Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump failed accuracy (+8.55%). No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . The customers complaint of failing accuracy of +8.55 % over infusion was not duplicated during testing, however fluid ingressions were on pump by chassis base and expulsor along with downstream and upstream occlusion sensors. Action was taken to replace the expulsor. No evidence was found in the event log. All functional testing completed and passed.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400.